Event description:
Reporter indicated that device interrogation at office visit revealed that normal mode output current was set to 0ma instead of the prescribed parameter, resulting in a loss of therapy to the patient. An interrupted device diagnostic test at previous office visit is suspected to be the cause of the inadvertent change in device settings; however, treating physician indicated that he does interrogate his patient's devices as the last step of the programming session to confirm proper device settings. Report is incomplete because no response has been received to manufactur's request for additional information from treating physician. Reference medwatch reports 1644487-2006-00113 and 1644487-2006-00115 for similar incidents involving same physician, but different patients.